Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. The system operates as intended.

Event description:
The customer reported that there was a precharge voltage error. This error may prevent the system from booting. There is no report of pt injury or death.